Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(4) clinical trial. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(4) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017 there was a small amount of tan drainage and redness around the patient¿s driveline exit site. Cultures were obtained and patient was started on doxycycline. Cultures were found positive for (B)(6) on (B)(6) 2017. Treatment changed from doxycycline to cefadroxil. On an unspecified date, the patient was admitted for hypertension. While admitted, the patient developed a fever of 100.3 degrees fahrenheit. Blood cultures were positive for enterococcus faecalis. Cefadroxil was discontinued and ancef was initiated. On (B)(6) 2017 vancomycin was added. Once sensitivities came back, ancef and vancomycin were discontinued and ampicillin and rocephin were started. The patient was discharged home on (B)(6) 2017 with orders to continue ampicillin for 6 weeks and to restart cefadroxil. On (B)(6) 2017 the patient was seen in clinic and instructed to continue antibiotics. Cultures were to be repeated when antibiotics were completed. On (B)(6) 2017 the patient completed IV ampicillin and continued oral cefadroxil.

Manufacturer narrative:
A specific cause for the patient's infection could not conclusively be determined through this evaluation. The patient remains ongoing on the left ventricular assist system (lvas). Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.